Event description:
It was reported that four syntel silicone embolectomy catheter - regular tip balloon ruptured during use. No injury was reported to the patients. More information in regards to the reported incidents were requested. Note: this is report 4 of 4 related to the fourth catheter used in the event. Reports 1220948-2024-00187, 1220948-2024-00188, and 1220948-2024-00189 were submitted for the first, second, and third devices involved in this event.

Manufacturer narrative:
We have not received the device for evaluation. Therefore, we could not conclusively determine the root cause of the incident. Balloon rupture is a known complication with this type of product and is not an indication of a systemic issue with the product. As stated in the IFU: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, plaque, arterial dissection, and hemorrhage. Exposure to calcified plaques may increase the risk of balloon rupture. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number. Note: this is report 4 of 4 related to the fourth catheter used in the event. Reports 1220948-2024-00187, 1220948-2024-00188, and 1220948-2024-00189 were submitted for the first, second, and third devices involved in this event.